Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Per smartphone compatibility information, with use of application, the customer's unknown phone with unknown operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. Attempted to replicate the reported issue using similar configuration (iphone 11, 15.6.1, 2.7.3.3641) and (samsung galaxy a52, android 13, 2.7.2.7077). The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: an alarm issue was reported with the abbott diabetes care (adc) application in use with unknown phone with unknown operating system. Customer expressed dissatisfaction with glucose alarms that were "not needed." As a result, customer was self-treating with "so much sugar" to silence the alarms they were receiving which lead to "unnecessary blood sugar spikes that were difficult to bring down to normal levels." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.